Event description:
It was reported that the patient presented to the clinic for follow up. It was determined that the superior vena cava (svc) coil impedance levels of the right ventricular (rv) lead have been rising, and trending upward. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 6940-52, implantable tachy lead, implant: (B)(6) 2000; model: 419488, implantable pacing lead, implant: (B)(6) 2012. (B)(4).